Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the display issue, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Investigation also revealed that the time and date were resetting to factory default settings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4)2013.